Event description:
It was reported that pump did not charge properly on charging dock. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support, and no further outcome details were provided.